Event description:
The drill bit was placed against the bone as drilling commenced. Shortly after drilling commenced, the drill bit broke. Some of the drill bit is still left in the patient. Revision surgery may be scheduled in the future.